Event description:
It was reported that patient is having an increase in seizures and patient has been scheduled for replacement due to battery at 11-25%. No surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Provider assessment was received noting that increase in seizures was below pre-vns level that has been a gradual increase with concern about battery. External factors contributing to increase in seizures is stress and new informant, boyfriend per provider. No additional relevant information has been received to date.

Event description:
Explanted product was received. Product analysis was completed and an interrogation and system diagnostics were performed on generator. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. Battery was not found to be depleted. No anomalies were seen, and the device performed according to functional specifications. No additional relevant information has been received to date.

Event description:
Information was received that patient underwent a device replacement. Explanted product has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Event description - correction - inadvertently did not include replacement information on supplemental MDR #1 d6b. Explanted ¿ correction ¿ inadvertently did not include explant date on supplemental MDR #1 f10. Health effect ¿ correction ¿ inadvertently did not code f1905 on supplemental MDR #1 h6. Type of investigation ¿ correction ¿ inadvertently did not code b17 on supplemental MDR #1.